Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of retinal tear; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: "outcomes and complications of rhegmatogenous retinal detachment repair with selective sutureless 25-gauge pars plana vitrectomy". (American journal of ophthalmology 2010:149 630¿634). The manufacturer internal reference number is: (B)(4).

Event description:
A literature file stated enlargement of preexisting retinal break and mild temporary hemorrhage of the patients' eye during fluid air exchange mode. The retinal break required additional laser, scleral sutures and sclerotomy. Current condition of patients' was unknown.